Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. (B)(4). Other device used: catalog #00434903611, tm reverse shoulder glenosphere, lot #62989484. This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent a closed reduction due to dislocation.

Manufacturer narrative:
This report is being amended to reflect changes in sections. The tm reverse shoulder surgical technique states on page 30 "with severe rotator cuff damage and the use of the reverse system the arm is often placed in a brace with the elbow close to the body in neutral or internal rotation. An abduction cushion can be used especially in cases of deltoid detachment or if the superior-lateral approach was performed. Passive pendulum motion is the focus of initial rehabilitation. Note: for a reverse surgery patient, external and internal rotation arm motion should be avoided". The provided operative notes from the (B)(6) 2015 surgery states "trial liners were then placed and a plus 0 was selected and achieving optimal stability and rage of motion". Operative notes from (B)(6) 2015 states "she has taken off the sling multiple times during this course and may bear weight through it especially in getting up from a seated position". No devices or photos of the devices were returned therefore a determination on the condition their condition could not be made. Review of the device history records for the liner did not find any deviations or anomalies. The device was used for treatment. No other complaints of any type have been reported for the poly liners lot. The provided part numbers are an approved and compatible combination. With the provided information the most likely cause the dislocation is not adhering to the rehabilitation protocols.